Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: the patient with a history of vulvar cancer requiring radical excision followed by radiation therapy developed a left lower extremity deep venous thrombosis and pulmonary embolism while on anticoagulation. An inferior vena cava (ivc) filter was indicated prior to a planned sacroplasty. The bilateral groins were prepped and draped using aseptic precaution and access was gained into the right femoral vein. An inferior venacavogram was performed demonstrating no evidence of thrombus in the ivc and patent bilateral renal veins with the left lower than the right. The retrievable ivc filter was deployed at the l1-l2 level below the left renal vein. A completion venogram demonstrated no significant tilt. The sheath was removed, pressure was applied for 15 minutes, and a dry dressing placed. The patient tolerated the procedure well, without complication. Approximately four years seven months post deployment, imaging for a bowel obstruction noted an incidental finding of a detached limb from the ivc filter in the subsegmental branch of the right lower lobe pulmonary artery. A retrospective review identified the limb to have been detached on a study performed approximately one year three months post filter deployment. The next day, the patient underwent retrieval of the filter where access was gained into both the right internal jugular and femoral veins. A venacavogram demonstrated patency of the ivc with no intraluminal thrombus and no stricture. During the initial attempt to snare the filter via the jugular access one of the filter arms detached, and was subsequently retrieved. After multiple attempts, simultaneous access was used to successfully capture and retrieve the filter. The sheath was removed and pressure applied until hemostasis was achieved. Upon visual examination and a review of images of the filter, five legs and four arms were present. A review of images identified a metallic object, somewhat obscured by the dye injection, possible retained in the vena cava which was consistent with a filter leg. The following day, a chest x-ray was performed identifying two filter limbs to be projecting over the right chest. It was confirmed that the detached filter leg was located in the right atrium. The patient was notified and agreed to go to surgery urgently. Access was gained into the jugular vein using standard sterile technique. A guidewire and sheath were advanced into the right atrium and a trilobed snare was inserted for retrieval; however, directional control was not good. Therefore, the snare was removed and a curved sheath was inserted through the retrieval sheath. Following several unsuccessful attempts, a steep lao view was used to capture and retrieve the detached filter leg with the trilobed snare. Further fluoroscopy revealed only the detached filter arm remained in the right pulmonary artery vasculature. The retrieval was fairly smooth and did not appear to involve injury to the surrounding tissues of the atrium. The sheath was removed, pressure was held until hemostasis was achieved, and bandages were applied. Image/photo review: no medical images have been made available to the manufacturer. Conclusion: the device was not returned for evaluation. Images were not provided for review. However, medical records were provided and reviewed. Approximately four years and seven months post deployment, imaging for a bowel obstruction noted an incidental finding of a detached limb from the ivc filter in the subsegmental branch of the right lower lobe pulmonary artery. A retrospective review identified the limb to have been detached on a study performed approximately one year and three months post filter deployment. The next day, the patient underwent retrieval of the filter. During the initial attempt to snare the filter via the jugular access one of the filter arms detached, and was subsequently retrieved. After multiple attempts, simultaneous access was used to successfully capture and retrieve the filter. The following day, a chest x-ray was performed identifying two filter limbs to be projecting over the right chest. The patient was notified and agreed to go to surgery urgently. Following several unsuccessful attempts, a steep lao view was used to capture and retrieve the detached filter leg with the trilobed snare. Further fluoroscopy revealed only the detached filter arm remained in the right pulmonary artery vasculature. Therefore, based on the provided medical records the investigation can be confirmed for detached filter limbs and difficulties removing the filter. Based on the available information, the definitive root cause for this event is unknown. Labeling review: the current IFU (instructions for use) states: warnings/potential complications: - filter fractures are a known complication of vena cava filters. There have been some reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and/or surgical techniques. Note: it is possible that complications such as those described in the "warnings," "precautions," or "potential complications" sections of this instructions for use may affect the recoverability of the device and result in the clinician's decision to have the device remain permanently implanted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
Medical records were received and reviewed. Approximately four years seven months post inferior vena cava (ivc) filter deployment for deep venous thrombosis and pulmonary embolus with pending surgery; imaging noted an incidental finding of a detached filter limb in the right pulmonary artery vasculature which, upon retrospective review, remained unchanged. During a retrieval procedure the next day, a limb of the filter entangled in the snare retrieval device and became detached. The limb was retrieved and multiple attempts with simultaneous access were successful in capturing and retrieving the filter. Hemostasis was achieved with manual compression. Following visual inspection, one filter limb could not be accounted for. A review of imaging identified the limb to have moved from the ivc to the right atrium on the x-ray film performed the following day. The patient underwent an urgent percutaneous retrieval procedure where the limb was successfully retrieved via jugular access. The patient was hemodynamically stable at the conclusion. There was no attempt to retrieve the detached limb in the right pulmonary artery vasculature. No additional medical records were received for this patient.